Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening. A striated opening in the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.